Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05262. The pt was implanted with an scs sys for off-label use. It was reported, the pt was experiencing a fever. It was also reported the pt was diagnosed with an infection. As a result, the scs sys was explanted. Allegedly, the infection was not product related. The explanted product will not be returned to sjm. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Eval: method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.